Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between october 14-15, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned sample, and fluid was noted inside a bag that contained the unit. When the unit was removed from the bag, the winged luer cap was untightened. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Functional leak test was performed, and no signs of leaking were observed. The reported condition was verified. The cause of the condition was determined to be user related. The product label (IFU, instructions for use) instructs the user to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location during setup. The device contained 5500mg fluorouracil (5-fu). There was no patient involvement. No additional information is available.